Event description:
The customer reported that they added add'l beds and is now unable to view waveforms/curves immediately on red alarms from other rooms.

Manufacturer narrative:
The customer reported that they added add'l beds and is not unable to view waveforms/curves immediately on red alarms from other rooms. User error is considered to be a factor in the negative pt outcome. Customer stated that this caused them to miss a vf alarm and a pt expired -- because they were too busy to determine what bed was alarming. Philips is in the process of obtaining add'l info regarding this event, and the complaint is still under investigation. Final report will be submitted once the investigation is completed.